Event description:
It was reported that the patient's lead was replaced due to high impedance. The explanted product has not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
It was later reported that the lead revision was performed due to patient manipulation (twiddling) with the device. The report has yet to be confirmed from a physician. No other relevant information has been received to date.

Event description:
Information was received confirming that high impedance was only seen on the patient's previous vns generator. This generator was replaced the same day the lead was replaced due to its incompatibility with the new single pin lead. No additional or relevant information has been received to date.

Event description:
Both the explanted lead and generator have been received for analysis. There were no performance or any other type of adverse conditions found with the pulse generator and the device performed according to functional specifications. Analysis of the lead is underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
The lead was returned in three portions, and a large portion of the lead assembly (body) including the electrodes was not returned for analysis. Therefore, a complete evaluation could not be performed on the entire lead product. Breaks were identified in the first, second, and third portion of the returned lead with which appeared to be related to the explant procedure due to the mechanical damage. Pitting was also observed on the first and second portions of the lead and may be related to the generator remaining on after explant and the lead remaining attached. Abraded openings were found on the outer and inner silicones and most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer and inner silicone tubes. With the exception of the observed pitting due to continued stimulation post explant, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious product anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. No additional or relevant information has been received to date.

Event description:
It was reported via voluntary medwatch by the patient's mother that during this patient's lead revision surgery, one of the lead wires were corroded and one was not attached. She reported that the electrodes were unable to be fully removed due to fibrosis. No further relevant information has been received to date.